Event description:
It was reported that the blood glucose monitor displayed a result in mmol/l instead of mg/dl. The exact mmol/l result was not provided. The patient kept eating sugar to increase his blood glucose levels. Afterwards, at an unknown time, the patient started feeling unwell with symptoms of a headache and total body pain. The patient went to the hospital where his blood glucose level was over 300 mg/dl. The patient was prescribed metformin and other pills to regulate his blood glucose level. The patient was not admitted into the hospital. The blood glucose monitor displayed the correct unit of measure based on the serial number and the configuration labeled on the back of the meter.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.